Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned for additional evaluation and investigation. As additional physical investigation could not be performed on the device, a definitive root cause could not be determined for the alleged issue. It was stated that no additional issues were noted with the catheter during surgery that could have contributed to the alleged issue. Internal complaint number: (B)(4).

Event description:
Agent contacted technical support and stated that this patient's catheter was revised. Agent reported that a pocket revision was previously scheduled because the patient had a neurostimulator explanted and wanted the pump moved to the prior neurostimulator pocket. Agent stated that during the surgery, the physician could not aspirate from the cap, so they decided to implant a new catheter and dispose of the old one at the facility. Agent also reports that the patient did not report any patient effects.